Event description:
The pt experienced intense, painful shocking. Neurostimulation was affecting her right leg; it was not supposed to stimulate that area. The issues started at the (B) (6) 2010. The implantable neurostimulator was turning itself on and off. The pt had experienced a similar situation when the insulation of the lead had disintegrated, which resulted in shocking until a revision was done. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).